Event description:
It was reported by the sales rep that during a laparoscopic case, surgeon activated the locking lever button and the button dislodged from the instrument onto the surgical field. Case completed with another device of the same product code. No patient consequence. One device returnine.